Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was reproduced according to information collected for this investigation; based upon this data, this event was attributed to the power supply unit being defective. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the device failed to activate due to no power and the power button glowed for a second. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device has been returned to olympus (B)(4) for evaluation and confirmed the users event. The olympus service center found the power failed due to a defective power supply unit. It was confirmed the user was using this device with an uninterruptible power supply (ups) and no burn marks or damage was found on the components of the power supply. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.